Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tsv 3.7 implant was fractured in the patient's mouth.

Event description:
It was reported that the tsv 3.7 implant was fractured in the patient's mouth. It has been put to sleep and will not be removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The tapered screw-vent implant (tsvh13) and an unknown zimmer screw were not returned for investigation. The investigation was performed based on the available information that was reported. The implant was located at tooth #4 and was implanted for approximately 12 years. No other pre-existing conditions were noted on the customer experience report or in the complaint form. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed (tsvh13) : instructions for use for tapered screw-vent®, advent® and trabecular metal implants - 4869 rev 7-01/16. Information identified: warnings, breakage, contraindications documents reviewed (unknown zimmer screw): instructions for use for zimmer dental implant systems information identified: warnings, precautions, contraindications. It was reported that the tsv 3.7 implant and the abutment screw was fractured in the patient's mouth. An x-ray was provided by the customer. The x-ray revealed that the implant is fractured at the neck and collar. The complaint is confirmed. A root cause for this complaint could not be determined. Additional PMA/510(k) number k011028 / k013227.